Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a hole in the reservoir was noted. The reservoir and the pump were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned underwent a thorough analysis. The reservoir was microscopically inspected and tested for leaks. Microscopic evaluation revealed wear at fold in its shell and a hole in the kink resistant tubing (krt). In addition, it was noted that the krt was worn to the filament. The component did not pass leakage examination. The pump was microscopically inspected, and leak and tested. It was not functionally tested due to bodily fluid contamination identified within the component. No leaks were identified din the pump. Based on the information available and analysis results, the hole and fluid leak identified in the reservoir could have caused or contributed to the reported clinical observations.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a hole in the reservoir was noted. The reservoir and the pump were removed and replaced. There were no patient complications reported.